Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited dislodgement. It was reported that the lead was unable to gain capture. The patient underwent a revision procedure and this product was successfully repositioned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.